Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning. It was noted that the pump was not inflating. The entire ipp was explanted and replaced. There were no patient complications reported.